Manufacturer narrative:
Additional information received on 01/20/2016 as follows: a (B)(6) male was admitted into the hospital after resuscitation from cardiac arrest. Per hospital protocol, the patient was given anticoagulation drugs and the blood pressure was monitored arterially using a 7 cm probe. Blood test was performed, however, the results are unknown. Per hospital protocol, the patient was given 500 units of heparin via IV. No other central venous line was inserted into the patient. On (B)(6) 2015, a zoll quattro was inserted smoothly in the femoral vein by an experienced physician. The patient was sedated and ventilated. As a standard hospital protocol, a tte scan was performed at the beginning of the procedure and no abnormalities were noted. Additionally, per hospital protocol, a sonogram done at the start and middle of the therapy showed no thrombus. The patient was cooled successfully for 3 days and 10 hours. The quattro catheter was removed on (B)(6) 2015. Another sonogram performed on (B)(6) 2015 showed a thrombus in the inferior vena cava. The patient was moved to intensive care with full heparin therapy. Currently the patient is in good condition and has been discharged home. Per the physician, since the patient was resuscitated, the patient was in a high risk category for dvt. There were no device deficiencies reported by the custome...

Manufacturer narrative:
There was no vessel injuries and no device malfunctions were reported. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. The zoll catheter used during the event will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Device not returned to zoll.

Event description:
During the past 2 weeks, 3 patients in the ICU received therapeutic hypothermia therapy after resuscitation, thrombus was observed in the inferior vena cava. Patient #1, is a (B)(6) male. The catheter was inserted in the femoral vein and insertion was smooth. The dwell time was 3 days and 10 hours. Thrombus was identified during a sonogram, which was performed on (B)(6) 2015. After the thrombus was observed, the patient was put on a prophylactic heparin therapy, and was anticoagulated (type of anticoagulation was not provided). The patient was being monitored in the ICU. It was confirmed by the physician that the patient was at risk for dvt, it was also stated by the physician that every resuscitated patient is in high risk for thrombus. Note: additional information has been requested but has been unsuccessful. The physician who reported the event could not be reached, because he was on vacation. Refer to 3010617000-2016-00005, 3010617000-2016-00006, and 3010617000-2016-00007.